Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump had a bolus anomaly. The customer¿s blood glucose levels were unknown at the time of the incidents. The pump was delivering boluses without the customer programming them. The customer had high and low blood glucose levels and was currently hospitalized. No further information was provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The unexpected bolus anomaly was not specified in the customer notes. Unable to verify the bolus anomaly. Unit was received without a battery installed. There is no data available in the formatted history file due to the device did not have a battery installed when received. Device was monitored for 3 days with no unexpected bolus anomaly noted. Device was also programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly noted during testing. Device had a cracked reservoir tube lip. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).